Event description:
Per the audiologist, the patient suddenly stopped hearing with her cochlear implant system. Implant testing done in the clinic in 2007 showed the cochlear implant was not working. Results of an integrity test done on two and a half months later were consistent with the clinic's implant test. Reimplantation surgery is recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.